Manufacturer narrative:
Additional information: patient age was reported to be over 18.

Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. As received, the specimen consists of one-1 hydro gw stf std s 150-035; returned partially reloaded into the dispenser assembly, accompanied by the opened, labeled packaging pouch and triple-bagged within "zip-lock" style poly pouches. The specimen coating appears visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. The specimen presents bend/kink damage over the distal 7.00cm and cut/skive damage to the polymer jacket located 60.1 to 60.4cm from the distal tip. There is no indication of the tip region being "thick". Microscopically the specimen coating appears to be worn and abraded, consistent with clinical use. Except where noted, the specimen device appears visually and dimensionally correct. As noted in the warnings section of the device instructions for use (dfu): "do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and or withdrawal through a metal device may result in destruction and/or separation of the polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one wall puncture style needle." Per the precautions section of the dfu: "the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, clinical or procedural factors appear to have impacted on the event as reported. If there is any further relevant information provided, a follow up medwatch report will be filed.

Event description:
It was reported that the tip of the device was found thick when unpackaged. The device could not reach the target lesion. No patient complications and the patient condition was reported to be stable.